Event description:
Patient weight exceeded weight limit for wilson frame. The surgeon requested to continue using frame when notified of limit prior to surgery with extra padding. No problem with frame during procedure.